Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced loss of consciousness while driving and had a car accident. The patient was brought to the hospital and was given a sugar paste. No further treatment was reported to be needed. It was not known how much time the patient spent at the hospital. Although inaccuracies was reported, no specific cgm nor blood glucose readings were provided. At the time of the report the patient had back pain, but was getting better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.